Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past month. In addition, the pump shut off. Review of the pump history during troubleshooting confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Reportedly, the customer believes the shutdown was due to the battery depletion issue. The customer¿s blood glucose level was not impacted. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.